Event description:
Information was received indicating that a smiths medical pump's lcd numbers were jumping up and down. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received with cracked enclosure. Outdated pcb, power switch, and front cover. During the evaluation of the device the customer reported condition was not confirmed. No-fault found the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.